Event description:
Through journal article "breast implant associated anaplastic large cell lymphoma: a latent relapse as peritoneal and pleural effusion", "alcl was diagnosed", "seroma 7 years before and the current peritoneal and pleural effusion" was reported. "CT scan confirmed tense ascites." Histopathological markers are completely reported and specific (cd30 positive and alk negative). "The patient was treated with six cycles of brentuximab vedotin-cyclophosphamide-doxorubicin-prednisolone (bv-chp) and is currently in complete remission 18 months after her diagnosis." A "lesion was completely excised". This represents the left side device. The device was explanted and a capsulectomy was performed.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason(s) for reoperation is/are: "alcl was diagnosed" and "seroma 7 years before and the current peritoneal and pleural effusion". Histopathological markers are completely reported and specific (cd30 positive and alk negative). Clarification to partial explant date d6b: 2016 was provided. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Article citation: madej, ewelina et al. ¿breast implant associated anaplastic large-cell lymphoma: a latent relapse as peritoneal and pleural effusion.¿ histopathology vol. 86,7 (2025): 1168-1171. Doi:10.1111/his.15451.